Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter at a laparoscopic total gastrectomy, 4 firings with the reload were successful. At the 5th firing , for anastomosis of esophagus and jejunum, the surgeon clamped the tissue and pushed the green button, and tried to fire the device, however the surgeon could not squeeze the handle. Replaced by new cartridge, and the firing was completed with no problem. There was no patient harm.